Manufacturer narrative:
The complaint of damaged tubing was confirmed, but the root cause could not be determined from the 20g nexiva IV catheter that was provided for investigation. A longitudinal split was identified in the extension tubing. Due to the evidence of use, it is possible that the tubing ruptured from over pressurization; however, the root cause could not be determined. The instructions for use (IFU) provide instructions, warnings, and settings for power injection equipment to prevent catheter failure. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
¿The catheter was still in the patient¿s arm, I was drawing blood and knew it was bad because it was bubbling so I went to take it out and it did this¿ (photo depicts catheter separated from hub). She told me two other nurses had issues with 20g ivs earlier in the day and said it appeared that there was a hole in the top and the catheter was not connected to the hub well. I did instruct staff to go ahead and pull any ivs with the same lot number. They were able to get catheter out of patient arm.